Event description:
It was reported the patient's stimulation felt like pins and needles and was "choppy". Pain isn't being covered as usual. The patient had been in bed with a cold over the last four/five days and when the device was turned on; she noticed the change in stimulation. The patient also reported a shocking or jolting sensation. The patient went to the hcp and the device was reprogrammed. The patient was scheduled for an additional reprogramming session. If the overstimulation does not change with reprogramming, the patient may have surgery to correct the issue. The patient had chosen to turn off the device until the problem resolved.